Event description:
The patient was implanted with an extended lead lvad in 2002. In 2003, the hospital reported that the patient's lvad was in and out of chirp mode and was having power limit advisory alarms. During this event the patient's nominal flows of 5.5lpm dropped to 3.4lpm. In 2003, the hospital contacted the manufacturer and stated that the patient was still in the hospital with increasing "power limit advisory" alarms. Multiple waveforms have already been sent to manufacturer for analysis indicating high current. No outflow graft kinks noted nor high after loads. The patient has been switched from electric actuation of the lvad to pneumatic actuation with a stroke volume limiter and lvad drive console. The patient remains ongoing on pneumatic lvad actuation while awaiting a heart transplant.